Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter would not passively deflate with the syringe. The complainant reported that the user then tried to pull back on the syringe but that would not work either. The catheter was ultimately cut and the balloon got deflated.

Event description:
It was reported that the balloon on the foley catheter would not deflate with the syringe. The complainant reported that the user then tried to pull back on the syringe, but that would not work either. The catheter was ultimately cut and the balloon was then able to deflate.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Based on the evaluation that had been carried out, the sample was evaluated and no pinch or blockage was noted and no abnormalities were observed. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." .